Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was experiencing poor coupling issues. The patient reported that it sometimes take a long time to find the right spot on his back to get the best coupling. The importance of antenna placement and charging over thin material and not a bulky clothing was reviewed with the patient. The patient stated it has always been difficult to recharge. There were no further complications or anticipations reported with this event.